Manufacturer narrative:
(B)(4). Method: the two returned rt235 breathing circuits were pressure tested for leaks. Results: a leak was found at the y-swivel piece of the two breathing circuits. No lot check could be performed as no lot numbers were provided. Conclusion: all circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. The rt235 user instructions state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. (B)(4).

Manufacturer narrative:
(B)(4). The complaint breathing circuits are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the circuits and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two rt235 infant dual-heated evaqua breathing circuits failed the ventilator leak test prior to patient use.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two rt235 infant dual-heated evaqua breathing circuits failed the ventilator leak test prior to patient use.